Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to diabetic ketoacidosis after no delivery. Customer's blood glucose was unknown. The doctor wants to know if someone can check the pump. The doctor was advised to have the customer call helpline so we could gather more information.